Manufacturer narrative:
Updated investigation type due to sample being returned to manufacturer and evaluated. Investigation conclusion unchanged.

Manufacturer narrative:
According to the customer on (B)(6) 2023 the device was sent to be installed in a home. It was reported that the device was "new out of the box" and it "caught fire when my drivers installed in a house". The customer contact reports "it went out pretty quick and no one was injured". According to the customer, the bed was not in use at the time of the reported incident. The sample has been requested to be returned for evaluation. A root cause could not be established. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Caught fire during installation.